Event description:
Infant had prosthetic mitral valve placed. On routine physical exam and echocardiogram, one of the leaflets had become "stuck" in the closed position, this creating mitral valve stenosis. Will require operative replacement.